Manufacturer narrative:
Initial and final MDR (B)(6). MDR 3003442380-2024-05067- device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the 12-years-old male child patient faced a bent cannula a month ago and two events two days after event one. His blood glucose level was high which was treated with multiple daily injection. The issue occurred with three similar types of infusion sets and the site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.